Event description:
Rptr has been diagnosed with polycythemia vera and is questioning whether this condition may have been caused by repeated exposure to beryllium particulates in the air over the past 30 years. The rptr is very active in the dental association and is mainly concerned that there may be a safer alloy available. The rptr finds no fault with the MFR, but feels more studies are needed on the possibility of contracting berylliosis from this type of exposure to beryllium.